Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during visual inspection. Insulin pump programmed with multiple missed bolus reminder alerts and all alarmed properly. Insulin pump received with minor scratches on lcd window.

Event description:
Customer reported that they were unable to access the main menu and the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 358 mg/dl and has treated with a manual injection. No further information reported.